Manufacturer narrative:
Submit date:11/28/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10-31-2016 that a customer had an issue with an enteral feeding pump. Customer reports: under deliver the pump is set for 1500ml but at the end of the feed 300m is left in the bag. There was no report of patient harm and it was stated that no additional information is available.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of under/over deliver outside accurate limit. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.